Event description:
"Lab tech was preparing to aliquot the blood then the tube broke (after centrifugation). The break occurred just under the hemogard closure and resulted in the tech getting a small cut on her right index finger."